Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation a "replace sensor" error message was displayed. The error message was due to recessed pins in the tb-20 connector.

Event description:
The customer reported that the device shows failures with intermittent readings. No consequences or impact to patient were reported.

Event description:
The customer reported that the device shows failures with intermittent readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.